Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing on current and stored electrograms. It was also indicated that the patient was inappropriately shocked due to rapid ventricular response. The lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.